Event description:
It was reported that during an a-fib procedure it was noticed that there was a drop in the patient's blood pressure. Ice confirmed a pericardial effusion. The case was aborted and a pericardiocentesis was performed. The patient was in stable condition. Multiple attempts were made to obtain more detailed information. However no further information has been provided.

Manufacturer narrative:
The catheter will not be returned for investigation. The device history record review was performed. No anomalies were noted in manufacturing or service of this device related to this issue. Concomitant bwi products used during the procedure: carto 3 system, model #: m-4800-01, serial #: (B)(4). Cool flow irrigation pump, model #: m-5491-02, serial #: (B)(4). Stockert rf generator, model #:m-5463-01, serial #: (B)(4). Soundstar catheter (device not returned for investigation), model #: m-5723-05, lot #.: s1061099. C3 nav variable lasso catheter (device not returned for investigation) model #: d-1290-02-s, lot #.: 15489336l, the customer was contacted by biosense webster field service engineer. The hospital ep lab staff advised that this issue was not related to bwi stockert and cool flow pump systems . The customer declined system service for these systems. The carto 3 system was serviced following the patient incident. There was no deficiency with the carto 3 during the procedure. In addition, fse verified proper functionality of the carto 3 system by performing testing and the testing passed. (B)(4).